Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room with lightheadedness and presyncope. The patient's heart rate was as low as 27 bpm. Upon interrogation, the atrial lead exhibited oversensing of the p and r waves. The lead also exhibited a loss of capture. The lead was reprogrammed. The patient would continue to be monitored.